Event description:
The customer obtained false negative anti-hcv quality control results using in house controls. A false negative ahcv pt result could cause an infected person be misclassified. There was no report of pt harm as a result of this event.